Manufacturer narrative:
D4; h4,6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hernia repair, the clips were not closing correctly. Another device was used to complete the procedure. There was no patient consequence.